Manufacturer narrative:
Per tandem¿s t:slim user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the alarms. Customer's blood glucose (bg) ranged from 400-475 mg/dl. Due to the elevated bg and having no back-up insulin therapy, the customer went to the emergency room (ER) and 10u of lantus was administered. The customer left the ER with bg of 319 mg/dl.